Manufacturer narrative:
The biomedical engineer (bme) reported the ventilator shut down while in use and restarted and continuously alarmed while displaying a check vent error message. The ventilator was on a patient at the time of the issue. The rt swapped the ventilator out, and no additional patient harm was reported. Additional details reported from the respiratory therapist (rt) indicate the rt was attempting to increase fio2 on the ventilator, and when selecting the accept button, the device shut off. The device came back on after 10 seconds as the rt was attempting to troubleshoot why the ventilator had shut off. The ventilator was constantly alarming once it was turned back on, and the alarm could not be cleared. The rt swapped the device out immediately. There was an alarm that could not be silenced as well as a check vent error message displayed. The customer checked the error codes (ec) and verified ec 1101 with the 3007 code. Per v60 service manual, ver. N: "1101 - ventilator restarted due to anomalies detected during operation-could include invalid or corrupted information, unanticipated situations, or object allocation errors. "Note: if diagnostic code 1101 occurs in conjunction with diagnostic code 3007 (software exception), no action is required." The biomedical engineer (bme) spoke with a remote service engineer (rse) and confirmed the ventilator's current software version is 2.30, and the logs showed the ventilator restarted due to anomalies detected during operation. The rse advised the customer per the service manual to reload the software options and replace the cpu board. The customer has tested the ventilator, and it starts up and runs as expected. The customer is unable to duplicate the error however the error was found in the software logs. The cpu board was replaced, and the unit was returned to service. The faulty cpu board was scrapped by the customer; therefore, no component-level investigation can be done.

Event description:
Getting messages check vent non resettable alarm and nosilenceable alarm.